Event description:
It was reported to nova biomedical by the consumer's parent, that the consumer was receiving high results and was administering unk amounts of insulin based on those readings. Subsequently, the consumer experienced a hypoglycemia event which did not require medical intervention. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.